Event description:
The customer called to report that he was hospitalized due to a low blood glucose reading of 39 mg/dl. The customer stated that he was flying an airplane when he experienced the insulin reaction. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also reported frequent weak battery and failed battery test alarms. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed failed battery test during the battery insertion due to a corroded battery tube. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Unable to test the operating currents. Unable to test for the off no power or weak battery alarms due to the failed battery test alarms.